Event description:
It was reported that the device was explanted due to oversensing seen on egm and no telemetry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: analysis of the device showed gate oxide leakage on a transistor of an integrated circuit. The oxide damage caused a number of failures including oversensing, crosstalk, and high current drain, leading to premature battery depletion, consistent with the reported field experience.